Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g24034, h13h08043, h13h30047, h13j04064, h13j29038 and h13l02031. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis on an unknown date. Eighteen days prior to the receipt of this report the pt was hospitalized for the event. The cause of peritonitis was not reported. Treatment for the event was not reported. The pt was discharged from the hospital sixteen days after being admitted. At the time of this report, the peritonitis was resolved, the pt was recovered, and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional relevant information become available, a follow-up will be submitted. (B)(4).